Event description:
Event description guidant received information that a loss of left ventricular capture was observed when this left ventricle lead was programmed to unipolar pacing. When programmed to the extended bipolar pacing configuration, the pacing energy stimulated the right ventricle, resulting in the right ventricle being paced twice.